Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department after received several inappropriate shocks. It was determined the shocks were due to the ventricular lead over sensing t-waves. The lead remains in use. No further patient complications were reported as a result of this event.